Event description:
Home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of hp's homechoice machine during drain 2/4 of home patient's automated peritoneal dialysis (apd) therapy. Reportedly, after receiving the system error 2240 message, hp noted that their transfer set had somehow become disconnected from the patient line of the homechoice set. Tsc assisted hp in ending therapy early.